Manufacturer narrative:
The referenced driveline repair on (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-02385. The referenced trip by the patient was reported under medwatch MFR report# 2916596-2016-02402. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 7 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the while on the lvad system, pump stoppage events occurred after a percutaneous lead (driveline) replacement was performed on (B)(6) 2016. The patient was asymptomatic. A pump exchange was performed on (B)(6) 2017. The procedure had been delayed due to the patient suffering a broken hip after tripping on the power module patient cable.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 7.5 inches from the pump housing. The severed portion of the lead was returned in two segments, measuring approximately 1 inch and 32 inches in length. Continuity and high potential testing was performed on the pump end portion and 1-inch segment of the lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 32-inch, distal-end portion of lead revealed no continuity issues. No shorts or discontinuities were found during this testing. Upon removal of the shielding and bionate layers of the lead, examination of the underlying wires revealed a breach in the insulations of the red and orange wires at what would have been be approximately 9 inches from the pump housing. The insulation breaches appeared to be the result of abrasion against the metal shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the insulation of the orange and red wires could have caused an interruption in pump function as a result of the exposed conductors in either of the wires potentially contacting the braided shield and shorting to ground while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.